Event description:
The helipaq coil could not be detached and was not implanted. There was no patient injury. An enpower dcb and non-codman microcatheter were used for the procedure.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. Functional testing revealed detachment fiber did not receive heat and melt. The most likely root cause of the non-detachment was due to wiring damage or an incomplete solder joint in the resistive heating coil. The exact source of this damage could not be determined. The inability to detach the coil was confirmed based on the condition of the returned device. Although the root cause of the complaint could not be confirmed through device analysis, the failure was most likely due to wiring damage or incomplete solder joint in the resistive heating coil. Procedural/handling factors may have contributed to the failure. Since there was no confirmed manufacturing issue found during the analysis that was related to the complaint, no corrective action was taken. (B)(4).